Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the image quality was extremely poor. To temporarily improve the image, the laryngoscope was removed from the patient's mouth and alcohol was applied to the camera lens. No delay in procedure or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B4, g3, g6, h2, h6, h11. The customer's glidescope titanium lopro t4 reusable laryngoscope was not returned to verathon for evaluation as it was discarded at the facility, therefore the cause could not be determined. Upon review of the device history for the subject lopro t4, it was determined that the device was manufactured on august 18, 2016 and is past the three (3) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual. Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, eight (8) years and ten (10) months], may have caused or contributed to the event. Review of complaint history for the reported serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope titanium lopro reusable laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.